Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a damaged black power cable with exposed braided metal wires was confirmed. A review of the log files contained data spanning approximately 12 days (B)(6) ¿ (B)(6) per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no events associated with controller lead damage. The heartmate 3 system controller (s/n: (B)(4) was returned for analysis. Visual inspection revealed a tear in the black power cable with an exposed braided metal shield layer the underlying conductors were not exposed or damaged. The system controller was functionally tested and passed without issue. The controller was connected to a mock circulatory loop and operated the system for an extended period of time. The observed damage did not affect the controller¿s functionality. A root cause for the power cable damage was determined to be due to the reported information of the patient¿s pet chewing through their power cable. Incidental findings: fluid ingress. Heartmate iii instructions for use, rev. C, section 1 ¿ ¿introduction¿ explains to take care when small children or pets are present. Heartmate iii instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (doc. #10006136, rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller had a damaged black power cable; the braided metal wires were exposed. The controller was exchanged.